Manufacturer narrative:
Approximate age of device - 3 years and 4 months. The device has been returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to emergency department (ed) on (B)(6) 2018 with complaints of right lower extremities (rle) pain, sub therapeutic inr and superficial clot. The patient was started on lovenox bridge to therapeutic inr. After 3 doses, the patient reported tea color urine, the patient returned to the ed on (B)(6) 2018. The patient reported symptoms of increased dyspnea on exertion (doe), right lower quadrant (rlq) pain, worsening non- radiating left sided chest pain and increased lower extremities (le) edema. The patient stated they missed several doses of coumadin and on admission inr was 1.1, lactate dehydrogenase (ldh) hemolyzed. The patient was placed on heparin drops and asa 325mg. The patient¿s echocardiogram was unremarkable. On (B)(6) 2018, the decision was made to proceed with pump exchange due to worsening hemolysis and hematuria. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device confirmed the presence of pump thrombosis, which could have contributed to the reported signs of hemolysis. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the remainder of the driveline was returned in two segments. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, a pink thrombus formation was found on one of the blades of the rotor on the proximal side of the rotor body. The thrombus did not reveal any evidence of denaturation or laminated layering. The structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device; however, it¿s partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline revealed no discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values and the pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.